Event description:
It was reported that there was high impedance, noise, and oversensing on the right ventricular lead. The sensitivity was reprogrammed until the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows an abrupt increase for min and max rv pace= 1104 to 2912 ohms between (B)(6) 2011 and (B)(6) 2011. (B)(4) ventricular nst (non-sustained tachycardia) <=213 ms between (B)(6) 2011 08:23:34 and (B)(4) 2011 16:41:13. Ventricular short interval count v-sic=1125.2 counts avg/day, in 40.21 days, between (B)(6) 2011 06:32:22 and (B)(6) 2011 11:34:32.